Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material on the electrical connector and adhering to the forceps base and its surroundings could not be identified and the root cause of the issues could not be determined, as not reprocessing information was available. Olympus will continue to monitor field performance for this device.

Event description:
The evis exera ii duodenovideoscope was returned as part of the asset return process. During routine inspection of the device by olympus, the forceps elevator had an unknown, yellowish-brown foreign material on it. Additionally,the electrical connector was found dirty.there was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned as part of the asset return process. The device evaluation found the channel tube was found to be cracked, damaged, deformed and water tightness was lost and air leak inspection failed. Adhesive on bending section rubber was deteriorated and detached on the thread wound sections. Image guide protector has a scratch. Light guide lens was scratched deformed and chipped and adhesive on it was chipped. Plastic distal end cover has a scratch, crack and deformed. Charged coupled device unit was damaged with black dots on it. Suction cylinder was shaved. Due to stretching of angle wire, bending angle in upward direction did not meet the standard value. Also, upward/downward angulation control knob did not meet the standards. Suction cylinder was shaved. Suction connector was scratched. Scope connector cover unit had a scratch. Universal cord was found sticky and scratched. Forceps channel port was shaved. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.